Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The shock occurred while the device was programmed to the secondary sensing vector. The noise was reproduced during office testing. Also, the signal was too small for the smart pass feature to turn on. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.